Manufacturer narrative:
Section d: this record was reported against the da vinci system, due to insufficient information regarding the procedure and instruments used. Based on the available information, a cause for the post-operative leak could not be determined. Intuitive surgical, inc. (Isi) has not received the product for evaluation. If additional information is obtained, a follow-up MDR will be submitted. A review of the system and device logs for the reported procedure could not be performed, due to insufficient event information.

Event description:
It was reported that after an unspecified da vinci-assisted surgical procedure, an unexpected leak was discovered. According to the surgeon, the initial procedure went perfectly; it was a low-risk case, and indocyanine green (icg) was utilized to check the anastomosis, with no issues noted. Details regarding the type of procedure, the location of the leak, the role of the da vinci system and devices, any medical or surgical interventions required, and the patient's status are currently unknown. Intuitive surgical, inc. (Isi) contacted the site for additional information; however, at the time of this report, no further details have been received.